Manufacturer narrative:
Health professional should have been selected on the initial report rather than other. No should have been selected on the initial report rather than yes. Reuse should have been selected on the initial report rather than unknown. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the sub water supply channel. It is likely that foreign matter larger than the inner diameter of the sub-water supply channel got into the sub-water supply channel and caused clogging. There were no defects such as deformation in the auxiliary water supply channel and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full facility name - (B)(6). Upon evaluation, in addition to the foreign objects in the j-tube, the following defects were found, as follows: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up/down knob was out of standard value due to wear of the angle wire, the adhesive on the a-rubber had a white clouded area as well as a chip and a crack, the adhesive around the objective lens was also white clouded, the adhesive around the lg lens was also white clouded, the indication on the s connector was peeled, and the connecting tube had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility reported to olympus that the evis lucera gastrointestinal videoscope had a defective image. Upon inspection and testing of the customer returned device, it was observed that there was foreign matter in the j-tube. This report is being submitted for the malfunction found during evaluation. Additional information received from the user facility regarding the foreign material indicated that there was no knowledge as to when the foreign material adhered to the endoscope. The user facility indicated that there was no delay in precleaning and they flushed the auxiliary water channel with water and then detergent solution, and there were no abnormalities in the accessories used during reprocessing. There was no harm or user injury reported due to the event.